Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir was occluded. The customer stated they were unable to push insulin through manually. The customer also reported insulin was unable to flow when the infusion set was changed. Customer's blood glucose was 9.4 mmol/l. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.